Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle broken inside patient, user took forceps to pick it out. User changed to a new one to continue the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Event description:
Supplemental report is being submitted due to completion of investigation on 02 jul 2025.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot: c2204724 of echo-hd-22-ebus-o was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 26 mar 2025. The lab evaluation notes, and lab attendance can be viewed in the ¿10june2025_(B)(4)_cirl_lab decon and lab evaluation photos_ta_10june2025" for photos from the lab. On evaluation of the devices the following observations were made: visual inspection: broken part of the needle returned separate to the device. Device returned with stylet not fully inserted. Stylet examined and no issue observed. Functional inspection: broken part of the needle examined and no issue observed with it except the break. Sheath extender able to advance and retract without issue. Needle handle able to advance and retract with difficulty. Stylet removed from the device without difficulty. Needle removed from the device and proximal needle kink observed just below the sheath extender. Despite multiple attempts, no additional information was received from the customer, if the information received in future this file will be open and update accordingly. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number: c2204724 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0051). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. As no answers to the standard questions were shared a possible root cause is difficult to determine but could be attributed to device being used in a tortuous anatomy and the application of excessive force during the puncture, which could have caused the needle to break distally. Another possible root cause could be related to user technique, device handling, or needle positioning, requiring greater angulation and excessive bending while attempting to advance the needle, ultimately leading to distal needle breaking. After multiple follow-up attempts to obtain clarification from the customer regarding the proximal kink, no response was received. An additional complaint: (B)(4) opened to capture the instance of the proximal kink observed. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the needle broken inside patient, user took forceps to pick it out and the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. As no answers to the standard questions were shared a possible root cause is difficult to determine but could be attributed to device being used in a tortuous anatomy and the application of excessive force during the puncture, which could have caused the needle to break distally. Another possible root cause could be related to user technique, device handling, or needle positioning, requiring greater angulation and excessive bending while attempting to advance the needle, ultimately leading to distal needle breaking. Complaint is confirmed based on visual and/or functional inspection.